Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause is use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The catheter extended 5.9 cm from the distal end of the strain relief oversleeve. The distal segment of the catheter was not returned for investigation. The printing on the extension leg was worn. The cross section at the distal end of the catheter segment exhibited a glossy and striated veneer, which is consistent with a cut made with a sharp instrument. The catheter was most likely cut just distal to the damaged segment in order to repair it. A split in the circumferential direction was observed 1 mm from the distal end of the catheter segment. The adjacent surfaces of the split tubing were noted to be granular. The external surface of the tubing exhibited a polished appearance along the length of the split. A tactual investigation revealed that the tubing was easily kinked across the split in the tubing. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample. Reference (B)(4) for additional information related to this type of complaint. A lot history review (lhr) of rezl1027 showed one other similar product complaints from this lot number.

Event description:
It was reported by nurse that the bard groshong PICC implantation was conducted for the patient via right upper extremity above the elbow on (B)(6) 2016, with 39 cm implanted into the patient's body and 4 cm left outside. The patient complained that there was sense of pain at the puncture site, where errhysis and seepage occurred on (B)(6) 2017. The liquid exudate from the puncture site after flushing the catheter with normal saline. The catheter was flushed again with normal saline after being pulled out for 3 cm and it was found that there were two fractures 37 cm away on the catheter, which was thus pulled out again for 3 cm and was trimmed out at the fracture site, with a new connector in replace of the old one. The catheter was totally pulled out for 5 cm. It was estimated that the tip of the catheter was under clavicle and the catheter was intended to be kept for 1 month more.